Manufacturer narrative:
The chronic implantable defibrillation lead was surgically abandoned and a new lead was implanted. Pacing impedance measurements with this crt-d and the replacement lead were within normal limits. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d), high out of range pacing impedance measurements were observed upon connection of the device to the chronic implantable defibrillation lead. No adverse patient effects were reported.